Event description:
Our dialysis clinic run by (B) (6). Recently went to a new blood line made by medisystems. The line is called "streamline" tubing and has only been in use since (B) (6) 2009. There is a problem with its design which causes blood clots to form in the tubing where the port for the saline line connects to the arterial blood line. In some cases -it has happened to me twice in a month and I have seen other patients have the same problem- when the nursing staff tries to return the blood at the end of the treatment through the arterial blood line, it will not go. Only after returning some of the blood through the venous line does the arterial line open up, so the blood can be returned. When we started returning the venous blood, a big clot one time and bits of clots the other, appeared in the blood line. I have been on dialysis for over 30 years and this never once has happened to me on the old standard tubing. I have stated to the medical director that I do not feel safe because of the chance that I could have a clot returned to me. I have been ignored. My doctor who works for (B) (6) has written an order for me to be change back to the old blood tubing and it has been ignored. The dialysis provider (B) (6) is going company wide with this tubing because it cost less. When I told the nurse manager about my experience, her response the next day was that she had asked the nursing staff if they were experiencing this with other patients and she said they told her "yes" but they just didn't tell her. The reason for that is because their jobs are on the line. (B) (6) in (B) (6) 2009 cut all lpn staff pay be 13 to 15 percent and 95 percent of them quit. We now have people off the street taking care of us because it is cheaper to pay them than the lpn and none of them yet have their dialysis tech certification. If you go and look at any charting for reporting of these blood clot episodes, there is none. (B) (6) keeps their charts squeaky clean.